Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and reported a damaged electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt been completed. The reported problem ("add gel/replace belt" messages, damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel/replace belt" messages. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.